Manufacturer narrative:
(B)(4). The customer reported that when they turned the energy select switch, the device did not turn on. The customer reported that this occurred while executing preventive maintenance. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they turned the energy select switch, the device did not turn on. The customer reported that this occurred while executing preventive maintenance. There was no patient involvement.